Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that after an xact stent was successfully implanted in the right internal carotid artery, a dissection was identified at the distal edge of the stent that required treatment with another xact stent. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported dissection is a known adverse event listed in the xact instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.